Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low shock impedance measurements. No adverse patient effects were reported.